Manufacturer narrative:
The modification of the section d#3 and g#1 have been completed.

Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate breakage in this case probably caused by the excessive force applied to the position of the plate and screws. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: <warning and precaution> 1.important basic precautions (3)when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. (4) if necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. <adverse events> fracture fever, pain, local sensation, red flare, inflammation this report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent high tibial osteotomy (hto). The surgeon in charge of the patient fixed the osteotomized tibia with a bone plate and bone screws and filled the bone defect formed after the osteotomy with this product (bone void filler). The surgeon identified a hinge fracture (type 3) three weeks after the hto and instructed the patient not to put any weight on the patient's affected lower limb. When the patient visited the surgeon 2.5 months after the hto for follow-up examination, the patient complained of a pain at the surgical site. The surgeon carried out x-ray examination and noticed plate breakage.